Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(6).

Event description:
An olympus representative reported to olympus on behalf of the customer that during a diagnostic and therapeutic endoscopic retrograde cholangiopancreatography using this duodenovideoscope, the distal cover fell into the patient. The procedure was completed with a ratooth forceps to retrieve the distal cover. There was no procedural delay and no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - duodenovideoscope. (B)(6) - single use distal cover. This report is for (B)(6).